Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly calcified, mildly tortuous mid to distal left anterior descending artery. During preparation of the 2.0x15 mm tenku rx balloon catheter an attempt was made to insert the guide wire into the tip of the balloon catheter; however, when the guide wire came out of the exit port the shaft was found kinked and the material of the shaft around the guide wire exit port was found to be shredded [torn]. The balloon catheter was not used for the procedure, and a non-abbott balloon catheter was used to complete the procedure. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported kink and torn shaft was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for kinked shaft or torn shaft reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The PMA/510k # of this medwatch correspond to the device currently marketed for sale in the u.s.